Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, there was intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. On 23-mar-2026, additional information was received which indicated that the suspected device for the irrigation issue was the catheter. The issue was noted during the time that the device was used on the patient. There was no error from the irrigation pump. There was poor water flow at the end of the pipe during flushing. To resolve the irrigation issue, they tried using different flow rates of water and injecting with a syringe; however, the water flow was still not smooth. The correct catheter settings were selected on the generator. With the additional information received, the event was re-assessed as MDR reportable with an awareness date of 23-mar-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).